Event description:
End user was loading onto a bus and had the joystick set at 4 to get up ramp. End user let go of joystick but the chair accelerated rapidly and damaged the footrest as well as injuring her right foot when it twisted with the footrest. End user did seek medical attention for this injury.